Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syringe arm will not go up and down. Upon evaluation, bd service technician confirmed that the device was found bottom left crack front cover found separated low well on rear case, found broken carriage block split nut ribs, found contaminated tube drive arm sleeve, found crack flange gripper retainer, found worn and contaminated wiper seal, found contaminated left iui housing, found broken right iui ribs, found bottom crack left handle. There was no reported patient involvement.